Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. Silicone migration: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Wrinkling of the skin: unable to observe as it is not related to the device. Device wrinkling: no observed. No additional observations. No further actions are required as no manufacturing issues are observed. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "silicone material permeation due to envelope degradation," "also, capsular contracture grade 1," and "presence of silicone in the nodules of the axillary cavities and axillary extensions on both sides (likely reactive lymph nodes)."

Event description:
Healthcare professional reported rupture. This record relates to the right side. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.